Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Customer returned test strips had 24.1% loss on ignition (loi), while retained samples (specimen 1, specimen 2, and specimen 3) resulted in 2.1%, 5.0%, and 5.2% loi, respectively. Loi measurement is representative of mas of moisture in sample. Current vs time profile of the test strip curves were generated for customer returned samples vs retained samples (specimen 1, specimen 2, and specimen 3). Profiles indicate that the dissolve rate of enzyme is different for the customer customer-returned test strips generate higher voltage curves compared to retained samples from the same lot. This overvoltage, displayed on the meter as a higher mg/dl reading, was replicated by exposing retained samples to comparable amounts of moisture. Root cause of customer-experienced overvoltage situation is therefore attributed to moisture-saturated test strips, and is representative of a damp test strip. Note that telcare labeling cautions customers to store test strips under appropriate temperature and humidity conditions and emphasizes need to keep the cap closes in order to prevent moisture saturation of desiccant. Customer was engaged by telcare customer support and reacquainted with this aspect of telcare labeling. On (B)(6) 2014, the patient's spouse indicated that he has been feeling fine since the event. The patient's spouse indicated that the replacement meter and test strips provided by telcare, inc are working correctly; no issues noted.